Event description:
The bed would not fully lock during the patient's procedure, the bed was locked so that it would not move; however, the hand control would not function properly because it indicated that the bed was not locked. This happened after the bed was repositioned during the procedure. The failure to properly lock prevented the use of all of the functions of the bed, which were needed during the procedure. The patient was not harmed.